Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. Additional information obtained indicated the device was inspected during prep and no damage was found. A shaping tool was used on the tip. Resistance was felt when trying to remove the wire after the stents had been placed. The radiopaque section of the wire was left in the lad. The guidewire and guide catheter were removed as a system. No tests/laboratory data was available. No information was available. Visual and microscopic inspection was performed on the returned device. Visual inspection discovered that the 30 mm long distal coil had mostly broken off and was missing. Only a small, stretched piece of the coil remained attached to the distal end of the sensor housing. The core wire, distal to the sensor housing, was also missing. The sensor housing, including the pressure sensor, was still intact. The proximal coil appeared to be entirely intact even though it was stretched during the process of removing the dilation catheter from the guidewire. During visual and microscopic inspection, the reported damage was observed. The probable cause of the observed damage was likely due to the distal coil becoming caught in the stent strut during the procedure. Per philips volcano IFU, the user is instructed to prevent the wire from coming into contact with any stent struts as this could cause entanglement between the wire and the stent. It is likely that, the device was brought into contact with the stent, resulting in the entanglement. However, we were unable to conclusively determine how the device became entangled with the stent during the procedure. It is worth noting that the guidewire was stuck in the dilation catheter. The observed bunching of the proximal coil near the proximal end of the sensor housing may have resulted the issue. It is possible that the bunching was produced by an attempt to pull the wire from the dilation catheter after the distal coil became entangled with the stent during the procedure. Unfortunately, we were unable to conclusively determine how the device became stuck with the dilation catheter. The instructions for use (IFU) cautions the pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. When advancing the pressure guide wire into a stented vessel, in the event that the stent is not fully apposed against the vessel wall, the pressure guide wire may become entangled in one or more stent struts. This may result in entrapment of the pressure guide wire, shredding of the pressure guide wire and/or stent dislocation. When re-advancing the pressure guide wire into a stented vessel, do not allow the wire to come in contact with any stent struts. Subsequent advancement of the wire could cause entanglement between the wire and the stent(s) resulting in entrapment of guide wire, guide wire shredding, and/or stent dislocation. Use caution when removing the pressure guide wire from a stented vessel to minimize patient risk. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported a patient had a complication during a coronary procedure. After completing the stenting procedure they tried to remove the manufacturer's wire but it got stuck on a stent strut. They could not move the wire forward or backwards so had to break the wire and left the radiopaque section in the lad. They then put in additional stents to capture the wire between these and the original stents. The procedure was completed. The procedure was prolonged, required additional stent, contrast and radiation, requires long term anti-thrombotic therapy and further surveillance coronary angiography. The patient seemed a bit slow and not very responsive in cardiac recovery and was sent for a precautionary CT scan to rule out any tia or stroke. The neurologist confirmed there was no issue, and ruled out tia and stroke. The patient's treatment was completed by the procedure and the patient was discharged as expected. Patient condition was noted as "fine." Vessel: mid to proximal lad lesion with an ifr of 0.83.

Manufacturer narrative:
(B)(4). This case was investigated in accordance with the manufacturer's policy. An internal review of the complaint record on 04-12-2017 determined the date of the event occurred is (B)(6) 2016 rather than (B)(6) 2016 as was initially reported to the manufacturer.

Event description:
This event is being reported to correct the date of event.